Event description:
Patient was at a routine follow up appointment with health care provider and was found to have a low bg of 35. The nurse reported that upon looking at the device it appeared to have much less insulin in the device than would have been expected. The nurse noted that the device chamber was over half empty indicating upwards of 20 units had been delivered.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the hypoglycemia event could not be confirmed. The patient reported only one click used when it was applied at 10:30 pm. From 10:30 pm to 8:53 am, the state of the device upon receipt confirmed 17 boluses clicks used by the patient, which does not correlate to what was reported by the patient. Further evaluation of the information provided in the imd. The patient reported the following: · the v-go was applied at 10:30 pm. Then at 7 am breakfast, the user administered one bolus click and checked their bg level at 141 mg/dl. · later at 8:53 am, the patient arrived at their appointment at the diabetes management center and checked their bg level at 45 mg/dl. Due to insufficient v-go information between 7 am to 8:53 am, it is unknown why the bg level dropped from 141 to 45 mg/dl within the time span of an hour 53 minutes. The returned device was verified that the patient used a total of 17 clicks, not one click, as reported. Also, the medicinal vial was verified to be empty with no insulin left. From 10:30 pm to 8:53 am, the calculation for the units used should be roughly 11.00 units (per IFU v-go 20 basal rate 0.83 u/hr x 10.5 hours = 8.715 units, adding the breakfast activity (+ 1 bolus click (2 units)) = 10.715 total insulin units used, based on the information provided in the complaint actual insulin delivered based on the 17 bolus clicks was 8.715 units + 34 units = 42.715 total insulin units. The physical device condition indicates approximately 43 units were delivered compared to 11 units assumed by the patient and healthcare provider due to 16 extra bolus dose that were delivered. The device appears to have performed as expected.